Event description:
The patient reported that the pump dispensed insulin during the load step on multiple occasions. He stated, the issue began on (B)(6) 2011. He noted that his technique is good and the plunger handle stays straight on the cartridge. There was no reported patient impact as a result of the alleged issue.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. A review of the black box indicated a load step malfunction had occurred on one instance. Investigation revealed that the force sensor resistance measurement was out of calibration. Investigation revealed that the force sensor plate was physically damaged. Unrelated to the complaint, evaluation revealed a cracked cartridge compartment.